Manufacturer narrative:
Zoll received medwatch report mw5162778 concerning a catheter. The report did not specify the catheter type or provide the reporter's contact information. The device has not been returned to zoll for investigation. A follow-up report will be submitted if and when the product is received and the investigation is concluded. Only limited information is available for his case. Patients treated with ivtm are usually critically ill. Those clinical conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication in such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors (w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104). The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well (zoll white paper on dvt). The event was not serious because it did not meet any criteria for seriousness (did not cause death, did not cause a life-threatening condition, did not require treatment to prevent a life-threatening condition, did not require new or prolonged hospitalization). The event was assessed as causal related to the zoll catheter due to the relevant timing and location of the clot, but it was not related to the procedure. Thrombus is an anticipated event and could potentially occur with the usage of any catheter.

Event description:
Patient has developed clot in the lue (left upper extremity) in the area of the coolguard catheter. The original coolguard was replaced after it stopped functioning on 10/19. Upon removal, the original coolguard was noted to have a ruptured balloon with internal components exposed.